Manufacturer narrative:
Findings: unit received with severely cracked end cap noted. Unable to perform is placement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to case damage. Broken reservoir tube lip noted. Cracked lcd window, cracked case at display window corners, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 60 mg/dl. The customer was having low blood glucose which caused her to stumble trying to suspend the pump causing her to drop the bump. The customer was not eating in the day of incident and was treated with soda while at work. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 60 mg/dl. The customer stated that there is cracks and broken pieces around the reservoir compartment near the down button area, close to drive support cap. The customer stated that she dropped the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.